Event description:
The customer reported to olympus, no image present on the high definition lcd monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported had no scope image or color bars present on a monitor. Olympus technical assistance center (tac) instructed the customer to it verify that there was a video adapter box in the signal path from the processor to the monitor as well as the computer. Tac instructed the customer to remove the sdi cable going from the monitor to the video adapter box. By bypassing the video adapter box, the video images showed on the monitor. It was discovered that there was a power switch underneath the video adapter box. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that the device was connected to a video adaptor box and since the power was not turned on the issue occurred. If additional information becomes available, this report will be supplemented accordingly.